Event description:
Top of tube broke when re-inserting stopper back into blood collection tube, causing tech. To cut finger, no stitches required. Baseline testing performed and hiv cocktail given as per facility policy.